Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient was extremely anxious and depressed. The psychiatrist turned off the device at the appointment after drug overdose. The hcp was unsure if the medication overdose was a result of suicide or psychotic episode due to pain. The hcp was attempting records from psychiatrist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the event was possibly due to the neurostimulator and other causes was specified as benzodiazepines' overdose. The clinical diagnosis was updated to worsening pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A clinical diagnosis of benzodiazepines' acute intoxication was reported. An examination on (B)(6) 2017 specified the patient was obtunded and there was dysarthria without verbal answer. The patient experienced sensorial deteriorations. Post-overdose, the patient was evaluated by a psychiatrist for a possible suicide attempt. The patient's device was turned off by the psychiatrist per family information on (B)(6) 2018. The event required an emergency room visit and in-patient hospitalization. The event was possibly related to the device or therapy and was not related to the implant procedure. The etiology was specified as benzodiasepines' overdose. The event was ongoing. The patient's primary indication for the device is chronic cluster headache (year of onset unknown) and the primary location of pain is the head/neck. The patient did not have spinal surgery history. The patient's medication's include topiromato, sumatriptan (rescue), and ceglution. Additional information from the clinical site indicated that the patient was seen by a psychiatrist after the overdose of benzodiazepines but it was unclear at the moment if it was on purpose as a suicide attempt or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the outcome was resolved with sequelae on (B)(6) 2018. It was noted that it was without organic sequelae. The patient was still on ambulatory mental health treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The clinical diagnosis was updated to psychotic event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.